Manufacturer narrative:
Additional information received on 10 august 2016 and includes: posterior approach procedure used. The patient dislocated sometime after having surgery for a perforated bowel. The patient became septic and the surgeon decided to wash her hip out. No known reason for dislocation. The surgeon used a new liner and he went up a neck length from +3.5 to +7/28mm head. Batch reviews performed on 02 september 2016. Lot 155848: (B)(4) items manufactured and released on 28 january 2015. Expiration date: 2021-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 151156 (k112115), (B)(4) items manufactured and released on 10 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon noticed that the patient had dislocated the hip. The surgeon revised the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: according to report, head and liner were revised in this cementless tha, most probably in order to insert a hooded liner and a longer head. This leads us to think that the reason for dislocation was insufficient soft tissue tension, a possible complication of tha. This is not due to a malfunctioning device.